Manufacturer narrative:
The device was not returned by the user facility, and no serial number was provided. As a result, the device's manufacturing records cannot be reviewed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin.".

Event description:
A patient underwent an ablation procedure utilizing the vascade mvp closure device, which was deployed through an 8 fr sheath. No device anomalies or complications were reported during the initial procedure. One week postoperatively, the patient presented to the user facility with a localized infection at the access site. The patient was subsequently prescribed antibiotics.